Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was painful generator site. The outcome was resolved without sequelae. Interventions included repositioning the generator. The generator was moved from right gluteal pocket to right upper quadrant. The patient reported pain. The pocket was examined by the doctor and was painful to the touch. The etiology was noted as possibly related to the device or therapy and unlikely related to the implant procedure. The etiology was noted as related to the implantable neurostimulator (ins) pocket. Relevant medical history included: spinal pain.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.